Event description:
Caller alleged discrepant results compared with the lab. Results are as follows: date: (B) (6) 2008: inr: 1.9, lab: 2.8; date: 01/23/09: inr: 2.6; lab: 1.8.

Manufacturer narrative:
Device was returned for evaluation. Evaluation results are as follows: inratio meter: returned meter (B) (4) and in-house meters. Retained strip: (B) (4). Two therapeutic donors. The allowable difference between the inratio inr's and sysmex inr's were calculated and the three replicates for both samples for each lot are within the allowable bias. All meet the above criteria and no further action is required. This event is reportable because a recurrence may cause or contribute to a death or serious injury. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: test 1 - inratio: 1.9; lab: 2.8; mean: 2.4; confidence limits: 1.6 - 3.4, test 2 - inratio: 2.6, lab: 1.8, mean: 2.2, confidence limits: 1.4 - 3.1. The mean of the inratio meter and comparative system inr were calculated. The inr values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No corrective action is required as no product deficiency was established.